Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient stated that he did not press "go" prior to connecting. The patient thought the patient line was fully primed prior to connecting. The patient stated they had not disconnected since the start of therapy. Gts had the patient cycle power to clear the alarm and end therapy. Gts had the patient disconnect using aseptic technique and remove the cassette. The patient elected to start over with new supplies. Product surveillance contacted the patient regarding the reported event. The patient stated that the cause of the alarm must have been a cassette issue because there was no use error, separations or any other obvious causes. The patient discarded the sample and did not know the lot number. The patient notified her nurse of the alarm the following day. Per the patient, the nurse did not review proper technique because there was no use error that occurred. The patient stated they were able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).